Event description:
It was reported the patient had been experiencing bradycardia for about 3 days. The cardiologists suspect that the bradycardia may be due to vns; however, the neurologist did not agree. The neurologist stated he does not think the vns is related to the bradycardia because the patient had been implanted with vns for 12 years and this has never occurred before. Attempts for additional relevant information have been unsuccessful to date.